Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Angina and stenosis are listed in the xience v everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2011, a 3.0x23mm xience v stent was successfully implanted in the proximal right coronary artery (rca) lesion and a 2.5x18mm xience v stent was successfully implanted in the distal rca. On (B)(6) 2014, the patient was admitted to the hospital for unstable angina and in-stent re-stenosis. 50% re-stenosis was noted in the proximal rca and the mid-distal rca was completely blocked. Another percutaneous intervention (pci) was attempted; however, a non-abbott catheter was unable to cross into the occluded rca lesion. The procedure was abandoned. On (B)(6) 2014, the patient was discharged from the hospital. There was no additional information provided.